Manufacturer narrative:
No service was requested. It was reported that the ventilator did not start. No information was received about how the problem was solved. Due to lack of information, the root cause of the reported problem could not be determined. H3 other text : 4111.

Event description:
It was reported that the compressor did not start. No more information is available. There was no patient harm. Manufacturer's ref.#: (B)(4).